Event description:
Spinal surgery, t12-l2 instrumentation was done for l1 burst fracture was performed. During the case, the doctor tapped too deep in t12 without block, and protruded to the opposite side. After the surgery, the pooling of blood was noted in the lung via x-ray. Contact reported that the patient is stable and condition is not serious. Additional treatment; drainage of lung was performed.

Manufacturer narrative:
Device was examined by our affiliate in (B) (4) who reports that there was no malfunction of the device. It appears to be in proper working condition with no anomalies found. Problem was due to surgeon error and was not device related.